Manufacturer narrative:
(B)(4). Lot# unknown as information was not provided. Catalog#: unknown as information was not provided but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Summary of investigational findings: investigation evaluation is based on event description solely, since no other information has been available. It is not possible to comment on why the end user experience that the celect-pt filter requires more force to be removed compared to the celect filter, but it is not regarded as a consequence of any device failure. The retrieval technique and device used is not specified. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: physician complains that more force needed to remove the celect platinum compared to the celect. The devices involved worked as intended. One filter was tilted. The physician believes this was not a contributing factor. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.